Manufacturer narrative:
The investigation was completed. Investigation summary: (inflammation / thrombosis / ischemia) : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery access to support the 58 year old male patient who had been admitted into the medical center with diagnosis of acute myocardial infarction and cardiogenic shock, presenting in scai stage b shock. The other underlying medical history is unknown. The pump site had swelling that prompted the team to hold pressure. The pump supported for just under a day and was explanted. At the time of explant the team noted there was thrombosis that extended into the lower leg, that had been accessed by the cp pump. The team performed thrombectomy and the condition resolved. Limb ischemia is a known risk associated with impella support as described in the instructions for use.